Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized on (B)(6) 2019 due to hyperglycemia leading to diabetic ketoacidosis with blood glucose level 593 mg/dl and the insulin pump stopped working. The customer¿s other blood glucose level was above 596 mg/dl at time of incident. The customer was treated with insulin drip for high blood glucose level. Customer reports significant events leading to hospitalization like vomiting, ketones, confused, difficulty breathing, urination and thirst. The customer also reported that the insulin pump had motor errors, no delivery alarms and was louder during rewind. The insulin pump will not be returned for analysis.